Event description:
In 2006, a pt was experiencing an acute myocardial infarction. It was reported that a physician placed a drug eluting stent which "looked fine". While the last films were being shot, the "fraile vessel ruptured." The first graftmaster was implanted and sealed the perforation, however, the vessel ruptured proximal to the graftmaster. The second graftmaster was implanted and sealed the perforation. This vessel ruptured proximal to the second graftmaster. A third graftmaster was implanted and seal the perforation, however, the artery perforated distally to the first implanted stent. The pt experienced cardiac tamponade. It was reported the physician performed pericardial centesis and stabilized the pt. The pt expired the same day.

Manufacturer narrative:
The device was not returned for eval, but the lot # was provided. A review of the device history record for this lot did not produce any findings relevant to this report.